Event description:
Ivc territory business manager stated that the frame above the front right wheel attachment bent and broke off while the end user was going up a cutout with handicap access. He stated that the end user's wife caught her husband before he could fall.